Event description:
This device was removed and replaced due to eri. The device was implanted 3 years, 3 months. There are no adverse events reported for this pt. The hospital retained this device. Should additional information become available this file will be updated.